Event description:
Patient was revised due to disassociation of the cup and liner.

Manufacturer narrative:
Examination of the returned liner does find evidence to support the report of disassociation. The evaluation; however, did not identify any product error with regard to the reported event. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot codes since their respective release dates. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.